Event description:
It was reported that during the pre-use check leakage of fluid from the device was observed. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. One unit was received for evaluation; the returned unit was received in decontaminated condition without their original packaging. Visual and functional testing were performed. The returned unit was visually inspected at 12" to 16" under normal conditions of illumination. The sample was received with the tube detached. The leak test can't be performed since the tube of the sample is detached from the base. The complaint was confirmed. Based on the returned sample evaluation the most probable root cause for the leak condition is due to lack of adhesive between tube end of the base. Actions taken: an awareness notification was conducted by the quality engineer to the production personnel to explain the importance of adherence in the procedure. Action taken after the manufactured lot reported in this complaint.